Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis manifested by abdominal pain, "temperature", and cloudy effluent. On an unreported date, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was administered unspecified antibiotics (start date, name, dose, route, and frequency were unknown). At the time of this report, the patient was recovering from the peritonitis and pd therapy was temporarily discontinued. The patient was placed on hemodialysis. No additional information is available.